Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 months due to staph aureus endocarditis. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. The patient tolerated the procedure well and was transferred ICU in stable condition and discharged on pod#8. Per medical records, patient presented to the ed with staph aureus bacteremia and was treated with three IV antibiotics and was sent home. Patient returned to the hospital with tee demonstrating mass vegetation of aortic valve, annular abscess, rv fistula, and pvl with dehiscence and severe regurgitation. Intraoperatively, aortic valve noted to be nearly entirely dehisced with only a few sutures remaining intact. Patient underwent redo avr with concomitant mvr, root abscess repair, and ascending aorta replacement. Tee demonstrated good function with no pvl. Patient was taken to the sicu in stable condition and discharged on pod#8. This is a 66-year male edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.